Event description:
It was reported that a contour ureteral stent was to be used in a ureteroscopic lithotripsy procedure. During unpacking, it was found that the stent was broken. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Device code a0401 captures the reportable event of stent shaft break. Investigation analysis: upon receipt at our quality assurance laboratory, this contour ureteral stent underwent a thorough analysis. Visual analysis of the returned device identified that one drainage hole of the bladder coil was torn. During inspection under magnification, it was possible to see that one drainage hole of the bladder coil was torn. The reported event of stent shaft break was not confirmed. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent could get torn during the preparation, affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a contour ureteral stent was to be used in a ureteroscopic lithotripsy procedure. During unpacking, it was found that the stent was broken. The procedure was completed with another of the same device and there were no patient complications reported.